Event description:
Display-backlight failure [device issue]. Case description: on (B)(6) 2015, a respiratory therapist (rt) in the united states spoke with the company regarding a device issue with inomax (B)(4). The device was not on a patient. The rt explained that inomax (B)(4) had a blank display after a few minutes into the bootup. The rt confirmed audible tones were still present and the device has to be switched out. Inomax (B)(4) was removed from service and returned to the company for service investigation. Case comment: on (B)(6) 2015: this is a post-marketing device report. The device was not in use on a patient when the device issue occurred. No adverse event associated with the display backlight failure was reported. The case is considered reportable because a previous, similar device failure had been associated with serious adverse patient consequence (index case MDR # 3004531588-2013-00023).

Manufacturer narrative:
Device issue with inomax (B)(4). The device investigation was completed on (B)(4) 2015. Inomax (B)(4) was returned to the manufacturer for service investigation. The regional service center (rsc) service log reveals several delivery failure (df) alarms raised due to backlight current below minimum. The rsc could not confirm the reported complaint of blank display and booted the device into customer mode without alarm. The display and audible tones operated normally. The rsc replaced the touchscreen/display assembly due to service log findings. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report was display-backlight failure. This condition will be tracked and trended under the company's quality system. This device was not in use on a patient; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00023).